Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the patient was getting an MRI on their shoulder and their ins started ¿going crazy¿. The patient noted they started pulling, togging and jumping and had to pull the emergency button on the MRI machine. The patient stated the MRI technician had read the patient¿s ID card and said the MRI was fine to do. The patient wanted to know if the device was okay because they felt like they were ¿wiped out¿ yesterday. The patient was wondering if they had a bunch of stuff going through their body. The patient stated they felt exhausted and noted they slept well but woke up feeling ¿hungover¿ like they did not get enough sleep. The patient stated their ID card stated MRI can cause damage. The patient noted it gave her a strong pulse like pounding. The patient was advised to follow up with their healthcare professional (hcp) to get the device checked. Additional information from the hcp reported the patient was still doing well from a fecal incontinence standpoint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.